Event description:
The customer contact reported device breakage. On an unspecified date, during an unspecified cadaver organ harvesting procedure, the tubing set was being used to deliver 1000 ml of static preservative solution (sps-1), at an unspecified rate. After an unspecified of time, it was reported that a solution container of sps-1 was removed from a refrigerator and one of the two piercing pins of the tubing set was inserted into the administration port of the solution container. At this time, it was reported that the piercing pin crushed and broke in the solution container. The customer contact reported the solution container and tubing the set were immediately set aside. The tubing set and the solution container were replaced and the procedure was completed. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.